Event description:
Reported 1 false positive result for 1 asymptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer couldn't narrow down the specific lot, but gave multiple possible lots used in the timeframe.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Tested 2x returned devices, one from each reported pouch lots 201689 and 201765. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate retain & return. Source: email.